Event description:
Info received indicates the stretcher easily comes out of brake when pushed.

Manufacturer narrative:
The tech isolated the issue to the brake casters. He replaced the four brake casters to repair the stretcher.